Event description:
It was reported that during the pulmonary vein isolation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation of sheath everything was normal. During insertion of sheath into left atria via transeptal puncture, there was some difficulty (thick septum). The physician unlocked the dilator to move the dilator slightly back (to make more space for the sheath to push through the septum). The sheath was unable to pass through, so the physician tried to lock the dilator back into the sheath but it was loose. Nonetheless the physician continued to access the left. Finally, physician managed to get the sheath through the septum and pulled out the dilator and aspirated (no bubbles seen). Subsequently, farawave 31mm catheter was introduced into the sheath and upon aspiration, a lot of bubbles were seen aspirating out. The clear shaft of the sheath could not see any visible bubbles but plenty of bubbles were continuously aspirated from the flush port. The sheath was removed, and a new replacement sheath was provided. The procedure was successfully completed with the replacement sheath. No patient complications have been reported. The product is expected to be returned. It was further reported, dilator provided with faradrive that was used for insertion, and farawave 31mm catheter that was when air was observed. Pump was used for the irrigation of sheath. The guidewire was 3cm out of the farawave during aspiration. The septum crossing was attempted multiple times. Excessive force was applied during attempted crossings because of thick septum. The septum was located mid anterior. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. During device-to-device interaction testing, the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing, allowing an easy disengagement of the dilator from the sheath. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation of sheath everything was normal. During insertion of sheath into left atria via transeptal puncture, there was some difficulty (thick septum). The physician unlocked the dilator to move the dilator slightly back (to make more space for the sheath to push through the septum). The sheath was unable to pass through, so the physician tried to lock the dilator back into the sheath but it was loose. Nonetheless the physician continued to access the left. Finally, physician managed to get the sheath through the septum and pulled out the dilator and aspirated (no bubbles seen). Subsequently, farawave 31mm catheter was introduced into the sheath and upon aspiration, a lot of bubbles were seen aspirating out. The clear shaft of the sheath could not see any visible bubbles but plenty of bubbles were continuously aspirated from the flush port. The sheath was removed, and a new replacement sheath was provided. The procedure was successfully completed with the replacement sheath. No patient complications have been reported. The product is expected to be returned. It was further reported the dilator provided with faradrive that was used for insertion, and farawave 31mm catheter that was when air was observed. Pump was used for the irrigation of sheath. The guidewire was 3cm out of the farawave during aspiration. The septum crossing was attempted multiple times. Excessive force was applied during attempted crossings because of thick septum. The septum was located mid anterior. No other issue has been reported.